Event description:
The pump was returned for investigation. Investigation revealed that the pump booted to the verify screen with dim pink contrast. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the black box showed power on resets. Investigators performed pump rewind, load, and prime with no alarms. Pump was exercised for 24 hours on a 1 unit per hour basal rate with test battery cap. Visual inspection of battery cap revealed, stripped threads, when battery cap was installed onto the test pump. There was evidence of yellow o-ring showing. The power loss was duplicated due to cap detaching. The battery compartment was cracked. The pump booted to verify screen with dim pink contrast. The display lens was scratched. The audio bolus button was missing and inoperable. The keypad symbols were found to be worn. (B)(6).